Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: liner fully expanded and distal tip unopened at the axial score line. Distal tip opened but torn after functional testing. All score lines visible at distal tip. The associated 23mm commander delivery system with crimped valve were advanced through the sheath, and the sheath expanded as designed and the tip opened but torn . The provided imagery was evaluated and revealed the following: esheath liner expanded and tip unopened. Distal tip observed torn at radial score line. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaint for sheath distal tip torn and resistance between system components leading to difficulty advancing through sheath were confirmed, based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Also, these factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was opened to address esheath inner diameter hdpe damage contributing to the tip tear events.

Manufacturer narrative:
Updated section a3 and e1. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in canada, it was a case of an implant of a 23mm sapien 3 ultra resilia valve within a pre-existing non-edwards surgical valve, in aortic position by transfemoral approach. During the procedure, initial sheath insertion was completed without issues. However, difficulty was encountered when advancing the valve through the distal tip of the sheath. Consequently, the delivery system, valve, and sheath were withdrawn from the patient. Upon inspection, the distal end of the sheath appeared intact circumferentially but had not expanded as it normally does. A new 14 fr esheath was then inserted without complications, and a new 23 mm sapien 3 ultra valve was successfully advanced through the sheath and deployed in the intended position. The patient was doing good. As per evaluation of the images provided, the sheath distal tip was torn, and the esheath liner was observed expanded.